Event description:
It was reported that a pt developed an allergic reaction to lynal. No intervention was required to treat the symptoms.

Manufacturer narrative:
While it is unk if the lynal used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.